Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2017 the subject patient underwent primary robotic assisted ventral peri-umbilical repair, during which a bard soft mesh was implanted. As reported, skin closure was not performed due to placement of jackson-pratt (jp) drain for 14 days in the incision site. The patient was discharged on (B)(6) 2017. (B)(6) 2017 the patient presented with skin laxity with small seroma in the umbilicus area. (B)(6) 2018 the adverse event resolved with chronic hyperpigmentation secondary to chronic skin laxity. No treatment given. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about 1 month post-implant of the bard soft mesh, the patient was diagnosed with seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma formation is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. To date this is the only reported complaint for this manufacturing lot. Device not returned - remains implanted.